Event description:
It was reported that the patient underwent an initial tka (total knee arthroplasty) on the left side. Subsequently, the patient experienced femoral knee debonding/loosening. No further information available.

Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. H6: clinical code for aseptic loosening was removed, type of investigation: added historical data analysis. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.